Manufacturer narrative:
The exposed portion of the soft cannula was observed to bent. During the investigation, the bend did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any signs of struggle during the run. Although the cannula was damaged, the timing and cause of the damage is unknown. No other damages or defects were found with the device.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, a new pod was placed.